Event description:
A customer obtained an erroneously elevated troponin (accutni) result for one patient. The original specimen was re-tested and repeated accutni result was lower, but above the ami cut-off.the sample was tested for troponin on an alternate methodology and produced a discordant result in the normal reference range. The results were reported out of the lab. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed or connected to this event.

Manufacturer narrative:
Customer collects accutni samples in greiner lithium heparin plasma tubes. The specimens are centrifuged at 3,399 rpm for 3 minutes. Qc was within the customer's established ranges prior to and after the event. System checks performed on (B)(6)2010 and on (B)(6)2010 met specifications.a field service engineer (fse) was dispatched: a) the fse ran a diagnostic test which failed. B) the fse performed a preventive maintenance (pm), replaced the mixer rollers and incubator belt vessel holders. B) the fse repeated the diagnostic test which passed within instrument specifications.although hardware issues were addressed, a definitive root cause has not been determined to date for this event. A malfunction will be assumed for the purpose of this report.